Event description:
A flexima apdl drainage catheter was used for a gastrostomy tube placement procedure. During this procedure, the temp tip fell off of the catheter when wire buckled and the temp tip remained in the pt's stomach. The catheter was removed and the procedure was completed using another device. There are no immediate plans to remove the temp tip.